Event description:
It was reported by the customer "clinicians reported patient side occlusions alarms when patients have an IV in their antecubital area and sometimes occurring with low flow rate infusions. No patient harm reported. No other details provided. Cpc reviewed the pressure dynamic display, occlusion pressure feature, and auto restart feature with clinicians". This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had patient side occlusion alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.